Manufacturer narrative:
Product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37752, serial # (B)(4), product type recharger; product ID 37743, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
Additional information reported the patient was experienced a shocking sensation at the ins site when the ins was pressed on. It was noted the patient had not been to a neurosurgeon to have the shocking condition addressed. A fluoroscopy was performed and ¿nothing remarkable¿ was observed and ¿they could not tell for sure if the leads had pulled out of the header block.¿ it was stated the patient needed a revision of the ins position because ¿it was badly placed and caused patient discomfort.¿ it was noted the patient remained able to charge at the time of follow-up.

Event description:
Additional information received reported that the patient was seen on (B)(6) 2013. The reporter stated that the patient was being referred to a neurosurgeon for a possible lead revision. It was reported that the issue of shocking had not been resolved and the cause had not been determined. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported when the patient "sits on the implantable neurostimulator (ins) weird" they get a shocking sensation at the ins site. It was noted this had been happening for 8-9 months. Follow up from the health care provider (hcp) reported the cause of the event was unknown. There were no abnormal impedances. X-ray was taken and leads appeared unchanged. Reprogramming was done and the parameters were within normal limits. The patient was getting good stimulation at higher power setting. It was noted the patient described shocking sensation when battery was compressed. The patient did not require hospitalization due to the event and there was no injury to the patient. It was noted this was an ongoing case. Further follow up reported the patient was still having concerns regarding their device or therapy but they were working with their doctor or representative. It was noted the patient had appointments on (B)(6) 2012 and (B)(6) 2013. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Event description:
Additional information received reported that the impedances were fine and an x-ray of the implantable neurostimulator (ins) looked fine. It was noted that there were no malfunctions seen and the cause of the issue was not determined. It was noted that the patient was being referred back to the implanting neurosurgeon. It was noted that the patient did not have effective therapy yet.

Manufacturer narrative:
(B)(4).